Event description:
Deflation of left breast implant with pseudoherniation of implants, followed by bilateral partial capsulectomies, with bilateral removal and replacement with different MFR. Initial use of device.